Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot/part number was provided. Placeholder.

Event description:
Ide patient was treated for neck/arm pain for greater than 1 year with narcotics, non-narcotics, anti-inflammatories, injections, physical therapy and a brace. The patient was taken to the o.r. On (B)(6) 2005 and was implanted with prodisc-c at c5-c6. On (B)(6) 2011, patient presented complaining of numbness in the right hand. The patient underwent a physical examination of the right hand and wrist on (B)(6) 2011 and the surgeon prescribed a wrist restraint for the patient to wear while sleeping. The surgeon is doing a nerve conduction study to rule out carpal tunnel of the right hand. The surgeon indicated he did not believe the condition is related to the surgery nor to the implants. The prodisc-c currently remains in the patient. This report is for an unknown pdc implant. This is report 1 of 1 for event #(B)(4).